Event description:
An end user called in and stated he noted redness on his skin beneath tape border and the mass. The end user also stated he is experiencing some itching as well. The end user went on to state he noted some clear drainage when he changes the wafer, but is not sure if it is from irritated skin. The end user stated his skin is not open.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he uses stomahesive powder, nystatin powder and allkare protective barrier wipe. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date use was the date convatec became aware.